Event description:
On (B)(6) 2011, the lay-user/ reporter contacted animas on behalf of the patient alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the pump was unresponsive to up and down button presses. The reporter did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas and evaluated. The pump was intermittently unresponsive to all keypad button presses. The keypad was removed and adhesive was found under the button contacts. (B)(6).